Event description:
The needle tip broke off and remained embedded in the patients' tissue. The pt was returned to the or to explant the retained fragment. The pt has recovered without incident.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.